Event description:
Same case as # 2134265-2008-02737. It was reported that during a percutaneous coronary angioplasty, inflation difficulties were encountered. The 45% stenotic and mildly calcified and mildly tortuous lesion was located in the proximal segment of an unspecified vessel. The 20mm x 1.5mm maverick 2 monorail catheter was advanced to the lesion. The first inflation was attempted at 6 atm's, however, it was observed that the balloon did not inflate and contrast was leaking from the balloon. No difficulties with withdrawal were reported. Upon visual inspection after removal from the pt, the physician observed a "pore" in the balloon. The procedure was completed with a different device. No pt injury or complications were reported. The pt's condition was reported as stable".